Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump miscalculated boluses. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates to address bg. The customer went to the emergency room (ER) but was not treated due to bg had increased and was within normal limits. Tandem technical support reviewed the bolus calculation and determined that the customer entered incorrect values into the bolus calculator. Tandem advised caller to always confirm amounts entered are correct prior to confirming a bolus.